Event description:
It was noted that a couple of months ago, the patient fell. For the last 10 days, the patient had increased tone. The pump was determined to be flipped and was surgically revised. The patient outcome was reported as "no injury". The device system was used to deliver baclofen.